Event description:
It was reported via a trial that on (B)(6) 2005 the patient underwent stenting in the mid left anterior descending artery (lad) with one 3.5 x 18 xience v stent. On (B)(6) 2009 the patient experienced angina. The (B)(6) 2009 functional ischemia study was positive. On (B)(6) 2010 the patient underwent coronary artery bypass in the index target lesion for a 60% mid lad and a 65% proximal lad stenosis along with two non-target lesions in the in the mid right coronary artery and the distal circumflex artery. The patient's condition resolved on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: aqua t 3 pre-dil balloon (2.5 x 15). Guide cath: volcano. There was no reported product deficiency. The reported patient effects of angina, ischemia, and restenosis as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.